Event description:
Customer reported to (B)(6) medical ((B)(6)) technical support (ts) that when the customer placed the pt sample ID into the worklist in the lite dm data mgr the pt results coming from the micros 60 analyzer were applied to a different sample ID in the lite-dm data manage. The nurse noticed the mismatch between the pt results and the pt sample ID number and the results were not reported outside the lab. There was no impact to the pt care. The customer indicated that the pt ID in the worklist was left in the "edit mode" which prevented the pt's results being matched with pt ID that was left in the "edit mode' in lite dm. At this point the pt results coming from the analyzer was matched/applied to the first sample ID# that was on the worklist. Ts explained the proper steps and advised the customer not to leave the sample ID in the "edit mode" in lite-dm. This issue occurs only with older version (version 2.0) for the litedm data manager software. In v3 there is no capability to edit orders like in v2.0 so the v3.0 edit flow does not allow the worklist into the same type of "edit" state as in v2.0. Version 3.0 has been tested and does not contain this issue. All customers with version 2.0 litedm software will be upgraded to litedm version 3.0 to prevent re-occurrence.

Manufacturer narrative:
Software version evaluated. We were unable to reproduce this and found the root cause due to the worklist order entry being left in the edit mode. This issue is present in lite dm v2.0.0.19 and below. We tested with new lite dm v3.0.0.21 manages the editing of worklist orders this is not an issue in v3. Root cause: worklist in edit mode cause received results to be applied to the 1st order sample in the worklist. Note: customer noted issue before reporting any results. The litedm customers are trained on the operation and use of the litedm by a horiba medical rep. The instruction for processing the pt results from litedm is provided in the litedm user manual d00a00221d. Section 5.1 of the litedm user manuel describes steps for verifying and accepting the results before printing pt results from litedm. Section 5.13 describes how to create a panel in the system and how to use the panel in the worklist. The customer was using the litedm as instructed.